Event description:
A certified surgical tech reported an enlarged incision was necessary to remove an intraocular lens (iol) that had a broken haptic after insertion. Additional info has been requested.